Event description:
Patient reported left side pain and capsular contracture baker grade unknown. Patient later reported exchange from textured to smooth implants due to the patients concerns with the product, "left is higher", and rupture. Healthcare professional later reported left side "hardness", "changes in the shape of breast", "firmness", "capsular contracture, baker grade iii, breast asymmetry, unacceptable cosmetic appearance of the breasts", and "symmastia." Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-04959. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as surgical damage. ¿ symmastia: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The events of "capsular contracture" and "symmastia" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture; symmastia.